Event description:
It was reported that: the craft outer box mentions a reference cv-15854 and lot# 71f22d2387 on the label. The sterile packing mentions cv-12702 and lot# 71f22d1962 on the lidstock. The devices inside the sterile packaging are cv-15854. There was no consequence for a patient as the incident was observed prior to use.

Manufacturer narrative:
Qn# (B)(4). Customer reported a quantity of 16 devices found prior to use.

Manufacturer narrative:
(B)(4). The customer provided three photos of the defect. The label on the craft outer box, the product lidstock on the kit, and the component inside one kit are pictured. The label on the outer packaging indicates that the included kits are cv-15854 with lot number 71f22d2387. The product lidstock of the kits packaged are of cv-12702 with lot number 71f22d1962. The components inside the kits belong to cv-15854. The customer also returned the outer craft box and 16 unopened cvc kits for analysis. No definite signs of use were observed. Visual analysis revealed that all 16 kits had product lidstocks for cvc kit cv-12702 with lot 71f22d1962. The label of the box they were packaged in and the components inside the all 16 kits were observed to belong to cvc kit cv-15854 per the bill of materials. Therefore, it was determined that the lidstocks attached to these kits were incorrect. No other defects or anomalies were identified. A device history record review was performed , and no relevant findings were identified. The customer report of an incorrect lidstock/pouch labeling was confirmed through complaint investigation of the returned samples. Visual inspection revealed the kit lidstocks did not match the material and lot numbers on their respective packaging boxes. Moreover, the kit contents did not match the lidstock contents, but rather the labeling on the boxes. Therefore, it was determined that the lidstocks sealed to these kits were incorrect. Based on these circumstances, packaging caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: the craft outer box mentions a reference cv-15854 and lot# 71f22d2387 on the label. The sterile packing mentions cv-12702 and lot# 71f22d1962 on the lidstock. The devices inside the sterile packaging are cv-15854. There was no consequence for a patient as the incident was observed prior to use. Customer reported a quantity of 16 devices found prior to use.